Event description:
It was reported that the stent movement occurred on the balloon. A 9.0x40x75cm express stent was selected to treat a lesion in the iliac. During advancement the stent shifted down the shaft as it passed through the lesion. The 9.0x40x75cm express stent was removed and replaced with a 7.0x40x75cm express stent. During advancement the replacement stent did the same thing and the stent shifted down the shaft. The procedure was completed by performing angioplasty to finish the case. No complications to the patient reported.